Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported the patient's ins implanted in 2007 was explanted due to infection. Patient had two systems in their body from 2007 as one was implanted in 2007 and second system was implanted in 2012. System implanted in 2007 was removed due to infection and new system was implanted in 2012 so the issue with infection was resolved back then as per the representative. Patient had one more replacement on (B)(6) 2016 but no issue reported on that device. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.